Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient mentioned that they had reprogramming done in (B)(6) and that the therapy had been 'kind of on the fritz' since then. Patient said when the ins charge would get down to around 30%, they started to notice 'all over' tingling and zapping sensations would occur. This would happen whether they were out and about in the middle of the day doing a variety of things until they'd charge the ins; the sensation wasn't just happening in a specific position. The patient was redirected to follow up with their healthcare provider and agent suggested they also meet with a manufacturer representative (rep) to interrogate and reprogram the ins.

Event description:
Patient (pt) stated they continued to feel the zapping sensation. They alluded to it occurring while recharging. Pt had met with their representative, but it was unclear if that resolved the issue. Agent documented reported information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported they haven't had a follow up appointment with their neurologist yet. The patient clarified that the zapping did not happen during recharging but happens randomly during the day and night. The batteries in the controller were replaced, then the controller and recharger were replaced. They also repeated diagnostic evaluations and new programs. The patient noted the only thing left to do was replace the ins as the problem continues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.